Event description:
Case description: investigational result: name: novopen 5, batch number: nvgar84-1. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name insulin, batch number: not reported. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation result added, imdrf code added, relevant fields updated in EU/ca tab, narrative updated accordingly. Final manufacturer's comment: 22-mar-2024: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. Patient's underlying medical condition of type 2 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. H3 continued: evaluation summary: name: novopen® 5, batch number: nvgar84-1. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood glucose increased [blood glucose increased]. The spring in the syringe did not retract, needed to be disassembled to adjust the spring [device issue]. Product quality issue was suspected [suspected product quality issue]. Case description: this serious spontaneous case received via regulatory authority case received via national medical product administration (nmpa) from china was reported by a health care professional nos as "blood glucose increased(blood glucose increased)" beginning on (B)(6) 2024, "the spring in the syringe did not retract, needed to be disassembled to adjust the spring(device component defective)" beginning on (B)(6) 2024, "product quality issue was suspected(suspected product quality issue)" beginning on (B)(6) 2024, and concerned a 52 years old female patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", patient's height, weight and body mass index was not reported. Current condition: type 2 diabetes mellitus (duration was not reported). Treatment included - insulin. On (B)(6) 2024, the patient measured the 2 hours postprandial blood glucose(blood glucose) after supper, which reached 23.0 mmol/l, increased. The patient searched for reasons, and found that the syringe could not be used normally during use - the spring in the syringe did not retract. The syringe needed to be disassembled to adjust the spring before it could be injected normally. Because insulin was not injected into the patient's body normally, the blood glucose increased. Product quality issue was also suspected. It was reported that if the blood glucose continued to increase, it could lead to diabetes ketoacidosis, and even shock in severe cases. In the short term, the patient was given intravenous drip of insulin for treatment, and currently the patient used baslin insulin pen in combination. The syringe was replaced with a new one. The problematic novopen 5 has been returned to the hospital warehouse, not returned to novo nordisk for sample testing. The patient has received training on the use of the novopen, and the user of the novopen 5 is the patient himself. The brand of the needle and insulin used in combination with novopen 5 were unknown, and only basalin insulin pen used in combination. Diet/exercise has not changed except for walking after dinner, and there was no infection. On (B)(6) 2024 next day patient's blood glucose levels returned to a stable state. On unknown date recently blood glucose has been stable, and the patient currently has no other abnormalities. It was unclear whether there was any unexplained increase in insulin demand. Cause analysis: product reason (including package insert, etc.). Cause analysis description: product quality issue was suspected. Preliminary handling: the syringe was replaced with a new one. Batch numbers: novopen 5: nvgar84-1. Action taken to novopen 5 was not reported. The outcome for the event "blood glucose increased(blood glucose increased)" was recovering/resolving. The outcome for the event "the spring in the syringe did not retract, needed to be disassembled to adjust the spring(device component defective)" was not reported. The outcome for the event "product quality issue was suspected(suspected product quality issue)" was not reported. No further information available. References included: reference type: e2b authority number. Reference ID#: (B)(4). Reference notes: national medical product administration. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".